Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor cannula was retracted inside of the sensor. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.

Event description:
It was reported that the customer received a lost sensor alarm and was not able to restore the sensor's signal. His blood glucose level was 140 mg/dl. The insulin pump was not communicating with the transmitter. When the sensor was removed the customer was not able to see the cannula. Troubleshooting was performed for a possible cannula break under the skin. The customer reported an unexplained re-initialization after inserting the sensor. The product will return. Nothing further to report.